Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: "when changing your exit site dressing, inspect the driveline for moisture, cracks, and tears or punctures. Report any damage to your doctor, nurse or vad coordinator." It also cautions, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced "electrical fault" alarms and pump stops while at home. The patient was admitted to the hospital for driveline sheath and splice repair per fs0011 rev 05 and fs0012 rev 03. Upon inspection of the driveline, the manufacturer engineer noted a cut at the strain relief and green and black wires exposed. An old splice repair was removed and after completion of both service repairs the pump was able to start on dual stator without issue. An x-ray of the driveline was also performed. The pump was stopped for a total of one minute. The patient was discharged following the procedure.

Manufacturer narrative:
(B)(4) was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed high watt, vad disconnect, vad stopped, and electrical fault alarms confirming the reported event. On-site inspection demonstrated a cut at the strain relief with the green and black wires completely exposed. The old splice repair was removed and replaced with a new splice repair. The pump was then able to start on dual stators, resolving the event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported alarms are the driveline wires making contact with each other due to the driveline sheath damage causing an electrical short. The most likely root cause of the reported alarms are the driveline wires making contact with each other due to the driveline sheath damage causing an electrical short. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.